Event description:
It was reported that the ilet user experienced disproportionately high insulin dosing following breakfast meal announcements, with a subsequent blood glucose nadir of 72 mg/dl without crossing below 70 mg/dl. No reported symptoms. Outcomes included no hospitalization, no emergency intervention, and resolution without medical sequelae. Investigation included review of dosing behavior and recent meal announcement history. Investigation of this case revealed that the breakfast dosing algorithm had learned from recent ¿less than¿ meal announcements, resulting in an overcorrection pattern for breakfast relative to other meals, consistent with use-related performance and algorithm learning behavior rather than a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to algorithm learning from recent inputs; the user was advised to consult their clinician regarding a factory reset.